Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The sample was returned; however, the catheter segment that contains the hub was not returned. Per the reported event details, the catheter was cut in an attempt to deflate the balloon. The balloon appeared to have been previously inflated and deflated. The balloon was stripped and cut at the proximal cone to examine the inflation/deflation ports and the location of the glue bullet. After opening the balloon, no anomalies were noted to the inflation/deflation ports. The glue bullet was in the correct location and was not blocking the inflation/deflation ports. The complaint investigation is inconclusive for deflation issues as full functional testing could not be completed due to the condition in which the sample was returned (ie cut catheter). Based on the available information, the definitive root cause is unknown.

Event description:
It was reported that the pta balloon would not deflate after the 3rd or 4th inflation (atm unk) in the cephalic arch. An introducer sheath was used to dilate the catheter and a syringe was attached to draw negative pressure, deflating the balloon. There wa sno reported retraction difficulty through the sheath. No further treatment was provided. There was no reported patient injury.